Event description:
On (B)(6) 2020, the patient underwent endovascular treatment for impending rupture of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. At the final angiography, a proximal type I endoleak was confirmed. Decision was made for the patient to be monitored and the procedure was completed. On an unknown date, because of the geometry change in vessel wall and aorta as the aneurysm shrunk, it was confirmed that the distal neck sealing zones of both, left and right common iliac arteries had became shorter. On (B)(6) 2022, reintervention was performed as a preventive treatment for the device migration. Additional stent grafts were implanted on each distal sides respectively. No endoleaks were confirmed and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.